Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously elevated thyroid stimulating hormone (tsh) results for two patients generated by unicel dxi 800 access chemistry analyzer. The results were reported out of the laboratory and questioned by the physician since it did not match the patient's clinical presentations. When the samples were treated with heterophile blocking tube (hbt) and run on another methodology and results within the normal reference range were obtained. Patient results are not available. Unknown if treatment was withheld or administered.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously elevated thyroid stimulating hormone (tsh) results for two patients generated by unicel dxi 800 accesss chemistry analyzer. The results were reported out of the laboratory and questioned by the physician since it did not match the patient's clinical presentations. When the samples were treated with heterophile blocking tube (hbt) and run on another methodology and results within the normal reference range were obtained. Patient results are not available. Unknown if treatment was withheld or administered.

Manufacturer narrative:
Sample information is not available. The samples were sent to bci customer product line support (cpls) for further testing. Service was not dispatched since the customer was not questioning instrument performance. Cpls confirmed heterophile interference as the root cause for this event.

Manufacturer narrative:
Sample information is not available. Qc is recovering within established ranges. On (B)(6) 2010 the customer performed system check which passed all specifications. The samples were sent to bci customer product line support (cpls) for further testing. Service was not dispatched since the customer was not questioning instrument performance. Cpls confirmed heterophile interference as the root cause for this event. From: sample information is not available. The samples were sent to bci customer product line support (cpls) for further testing. Service was not dispatched since the customer was not questioning instrument performance. Cpls confirmed heterophile interference as the root cause for this event. To: sample information is not available. Qc is recovering within established ranges. On (B)(6) 2010 the customer performed system check which passed all specifications. The samples were sent to bci customer product line support (cpls) for further testing. Service was not dispatched since the customer was not questioning instrument performance. Cpls confirmed heterophile interference as the root cause for this event.